Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device code: hwc. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that two (2) variable angle (va) locking compression plate (lcp) distal humerus plate could not lock properly with two (2) unknown va locking screws during an orthopedic procedure on (B)(6) 2018. The surgeon stated the operative procedure was followed properly and that there was no irregular factor about the surgery. No surgical delay reported. The procedure was completed successfully. Patient outcome was not reported. This report is for one (1) variable angle locking compression plate. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 04.117.402s; lot: l877373; manufacturing site: mezzovico; release to warehouse date: 16.may.2018; expiry date: 01.may.2028. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.